Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis showed a fracture of the conductor cable to the ring electrode near the lead tip. This damage can be considered the root cause of the reported oversensing. Based on the characteristics of this finding, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. It is highly likely that significant ingrowth affected the leads motion which may have resulted in an increased stress level. Furthermore cuts in the insulation were found which most likely occurred during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 63 months, oversensing on the ventricular channel was reported.